Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a non-rechargeable ipg on (B)(6) 2003. It was reported that he is unable to communicate with the device using his programmer. This is reportedly the first time the patient has attempted to initiate stimulation since being involved in a car accident. An appointment with the physician will be scheduled for further interrogation.